Event description:
It was reported, "pt reports that his ceramic hip is squeaking. He also reports that since the surgery more than a year ago he has been and continues to experience significant pain which is preventing him from being active. Pain walking steps, has to lift his leg to get into a car, etc."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.